Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error message. This complaint was classified based on the customer care advocate (cca) documentation as the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, in order to obtain additional information. The patient stated that the error message appeared on an unspecified date "2-3 months" prior to the alert date of (B)(6) 2015. The patient manages their diabetes with a combination of medications (42 units of lantus insulin, 1000mg metformin and 4mg glimepiride per day) and denied making any changes to their regular diabetes management regimen as a result of the alleged product issue. The patient reported that "1 month" after the product issue first occurred they experienced the symptoms of "tingly, blind and headaches" the patient stated that in response to these symptoms they went to the emergency room (e.r) on an unspecified date during (B)(6) 2015. The patient was treated by a healthcare professional (hcp), but the exact type of treatment was not specified. The patient did state, however, that they had their blood glucose measured on an e.r meter and a result of "over 500mg/dl" was obtained. At the time of troubleshooting the cca was unable to walk the patient through a retest as the patient did not have testing supplies. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began.